Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 25.2 mmol/l, 8.1 mmol/l, and 8.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).